Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, when the stapler was being applied to resect the appendix, the stapler was able to fire, the jaws on the reload would not open and therefore the reload could not be removed from the handle, the jaws of the device locked on the tissue. The surgeon used laparoscopic scissors to cut the tissue around the transected area to remove the instrument and complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and two photographs. The photos show the instrument engaged with the reload. The reload jaws were clamped and the instrument firing knobs were retracted to the clamp up position. The instrument was received engaged with the subject reload. The firing knobs were retracted to the clamp up position. During functional testing the firing knobs were retracted and the reload jaws opened. The subject reload was unloaded from the instrument. The instrument was then successfully loaded with the device. The instrument and loading unit were applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. The instrument locked on tissue and the instrument was difficult to unload was not confirmed. If information is provided in the future, a supplemental report will be issued.